Manufacturer narrative:
H10: per the information obtained from the customer, there was no deviation from the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to foreign material being a part of the suction valve. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿ to warn about inappropriate reprocessing.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the brush passage had restricted pass on the suction port, there was a clogged piece of the suction button in the suction cylinder, a leak at the bending section cover glue, a leak at the scope connector plug unit, the control knob had excessive play, the distal end plastic cover had chips, scratches and dents, the objective lens had peeling glue and small chips on the side not affecting the image, the light guide lens had a small internal crack and peeling glue, the bending section cover was cracked, the insertion tube had minor shakiness and scratches, the control body advanced diagnostics had a dry open scope cover, the lens guide tube had minor buckles and scratches, the scope connector had a leak/crack at the plug unit, and the device needed a new label. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had a disposable button piece break off and remain in the endoscope. The issue was found during a "diagnostic" colonoscopy procedure. There was a slight delay to the procedure that did not affect the outcome of the procedure. The procedure was completed with a different set of equipment. There were no reports of patient harm.